Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered multiple boluses without user input. Reportedly, the customer felt blood glucose (bg) level was decreasing and consumed fruit. The customer went to sleep and experienced a seizure. Contact provided the customer with syrup. Customer regained conscious and was taken to the hospital via an ambulance. Reportedly, the treatment used at the hospital elevated the customer's bg level. Customer was released from the hospital. Review of the pump data logs verified that for each bolus entry the pump screen was unlocked and entered by the user. Each bolus entry contained either carbohydrates value and/or bg entered and confirmed by the user. No issues were found within the pump and verified that the pump functioned as intended.